Event description:
During an acl procedure a hamstring graft was shredded and required resuturing. Contrary to MFR's instructions in IFU, surgeon used a thraded tap to dilate the tunnel instead of a dilator. Re-sutured graft was re-inserted into tunnel with minimal time delay. During screw insertion, dilator was not used, driver bent and screw head sheared. Screw was inserted fully and surgeon deemed good graft fixation was achieved.